Manufacturer narrative:
Section b2: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had cardiac arrest pulseless electrical activity (pea), likely secondary to massive pulmonary embolism per transesophageal echocardiogram (tee). Chest compressions were initiated. The patient required cardiopulmonary resuscitation (CPR), inotropes, vasopressors, tissue plasminogen activator (tpa), and inhaled nitric oxide. The patient was on eliquis 2.5 mg twice a day and acetylsalicylic acid (asa) 325 mg daily per the hospital anticoagulation protocol. A low flow alarm occurred due to cardiac arrest. There were no changes to pump parameters.